Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on (B)(6) 2022, the drill guide packaged in this sterile kit was for a large cci staple. Surgeon ended up opening a large staple and using, this was wasted as opened on sterile field. It wasn't optimal, but it worked. Product is not suitable for return. It is unknown if there was a surgical delay. It is unknown if the procedure was completed successfully. There was no patient consequences. This complaint involves one(1) device dps haertoe cci std kit 1.25 k-wire/ -s. This is report 1 of 1 for complaint (B)(4).